Manufacturer narrative:
(B)(4). The customer contact information is unavailable. The device has not been returned to carefusion and the lot number is unknown. Carefusion is in the process of obtaining customer contact information to determine if the device is available for return and evaluation. A follow-up will be sent if additional information becomes available.

Event description:
Our distributor informed that during a surgery into a local hospital, our filter m10005260, specifically flex tube (memoflex) detached from tube oral tracheal or patient tracheostomy. At the time nurse changed to another brand. So surgery continued without patient damage.  The hospital immediately contacted our distributor to inform, cancel and return product amount that they were purchased. Also distributor mafra, informed thas this product has not passing into initial hospital product certification.  Hospitals clinical engineers are reproving product certification they reject this product due to the same reason/risk of detachment.

Manufacturer narrative:
(B)(4) - a quality issue was identified in the product and a replacement product from a new manufacturer was taken into use on all carefusion memoflex kits. For this kit ((B)(4)) the change was implemented with lot #0204803 forward. The complaint lot #0204346 was manufactured prior to the manufacturer change.